Manufacturer narrative:
The device was returned for evaluation in two pieces. Visual inspection confirms the complaint as the lumen is separated just below the hub. When viewed under magnification it is confirmed that the bond between the lumen and hub molding is intact. The lumen edges are jagged, indicative of being torn. One small section appears to be smooth as if cut with a sharp object. A small cut could then lead to the lumen tear is subjected to force, such as pulling. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any holes, tears, or leaks if it had existed at the time of manufacture. Evaluation of the device reveals it was subjected to forces beyond those it is designed to withstand. A definitive root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings:*do not use sharp instruments near the extension lines or tubing.*do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clean cut of the lumen just below the hub. The catheter was still into the patient's skin upstream of the of the cut. The patient was recovered in time but the significant bleeding required management by the resuscitation team.